Event description:
Reporter alleged the lancet device needle used for blood glucose finger-stick testing that is part of the softclix device would not fully retract at times after its use. The customer stated after using the lancet device the needle would become stuck in his finger and would not retract, so it had to be manually pulled out of his finger. The location of the alleged incident is not provided. As a result, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The suspect device is the softclix device.